Event description:
It was reported the patient stated their device never worked since the initial implant and it has been off for over a year. The patient stated if they want to be re-implanted it would be with another brand. The patient has other medical issues, wears adult diapers, and is on oral medication for their bladder symptoms. The patient is now living in an assisted living facility. They have cardiac issues as well. The patient said the first year they had the device on, they were reprogrammed many times, and they turned if off a year ago since it was not helping. The patient went to the hospital and was told the device had not been put in correctly and not hitting the correct nerve. The patient said things have been worse since they have been implanted. The patient has lost interest in the physician, very frustrated, and does not want to turn their device back on. According to the patient, they stated that when they went to the hospital, the hospital staff told them it was not put in correctly and not hitting the correct nerve. The patient stated they took an x-ray and that was how they knew. The patient is not interested in doing anything further with their local care team.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).